Manufacturer narrative:
Correction: e1 - initial reporter should have been dr. (B)(6) rather than dr. (B)(6).

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one lead migrated and wrapped around the ipg following significant weight loss. Fluoroscopy was used to confirm the migration. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000135841.